Manufacturer narrative:
B3 - date of event: date of event was approximated to (B)(6) 2023 as the exact event date was not reported. Device evaluated by MFR: only the stent was returned for analysis. It was observed that the suture was detached from the stent. Also, the stent was torn. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No other issues were observed in the devices. No other issues were identified during the product analysis.

Event description:
It was reported that suture detachment occurred. A percuflex was selected for use. During preparation, it was noted that the suture was detached in the package. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that suture detachment occurred. A percuflex was selected for use. During preparation, it was noted that the suture was detached in the package. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 12/01/2023 as the exact event date was not reported.